Event description:
It was reported that in preparation for a percutaneous coronary interventional drug eluting stenting procedure, stent damage was observed. The lesion was located in the proximal left anterior descending (lad) to left main artery. The size of the vessel was approximately 4.0mm. The physician observed the taxus liberte 16 x 4.00mm stent edge was flared when removed from the coil in preparation for the procedure. The procedure was completed with another unspecified stent. No patient injuries or complications were reported. The patient's current status is reported as "stable."

Manufacturer narrative:
Visual examination of the returned device revealed proximal stent damage. Some of the struts were severely misaligned. This type of damage is generally consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found on the hypotube. The balloon protector and product mandrel were returned with the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for the top and sub assembly related batches found no anomalies or deviations during the manufacture. The most probable root cause classification is handling damage, as the complaint is associated with a product that meets boston scientific corporation (bsc) design and manufacture specification, but the complaint was caused by handling of the device without patient contact during the unpacking / preparation.bscid: a00112622 tw:749959